Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, the blade became dull and the blade would not extend as far as normal from the trocar. Eventually the blade would not extend past the end of the device. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade will not advance. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device operated as intended during evaluation. The device was tested and met all visual, quality, and manufacturing specifications prior to release for shipment.